Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged pump battery not charging issue was verified, but the alleged pump battery depleting issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.